Event description:
Patient was revised to address poly wear and fracture. It was noted that the liner had loosened from the cup. **update received (B)(6) 2015. Visually examination of the device shows root cause of the disassociation was stem impingement. Stem is now being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). Examination of the returned devices confirms insert fracture secondary to disassociation. Visual examination of the components finds the devices exhibit minor wear typical of the service life. The fractures of the liner and wear pattern are all likely due to vertical cup placement, with edge loading, neck impingement, and potentially subluxation. No evidence of material or manufacturing defects were observed. The femoral stem and acetabular cup were not returned for examination. A search of the complaints databases identified no other complaints against the product/ lot codes. Review of the (B)(4) device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The root cause is undetermined with the information made available. No patient x-rays were provided and positioning cannot be commented upon. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned devices confirms insert fracture secondary to disassociation. Visual examination of the components finds the devices exhibit minor wear typical of the service life. The fractures of the liner and wear pattern are all likely due to vertical cup placement, with edge loading, neck impingement, and potentially subluxation. No evidence of material or manufacturing defects were observed. The femoral stem and acetabular cup were not returned for examination. A search of the complaints databases identified no other complaints against the product/ lot codes. Review of the d1bef1000 and dj7gg1000 device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The root cause is undetermined with the information made available. No patient x-rays were provided and positioning cannot be commented upon. Based on the performed investigation, the need for corrective action has not been identified.